Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was admitted into the hospital for diabetic ketoacidosis while using the infusion device. The patient's doctor believes that the cause might be due to a malfunction of the infusion device as they haven't found any other clinical cause. The blood glucose results at the hospital were not provided. The type of treatment provided to the patient at the hospital was not provided. It is unknown how long the patient was in the hospital. No further information was provided.